Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during an unknown procedure the two viper-innie inserters were not able to connect to the viper-innie, the innie was not holding in the screw driver. The innie was either askew or too tight so it could not be disconnected from the innie inserter and in order to disconnect it a high amount of force was used. Surgery was sucessfully completed with another viper innie inserter from another set. There was a surgical delay of five (5) minutes. There were no patient consequences and the procedure was successfully completed. Concomitant device: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one viper2 x25 set screw inserter. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the viper2 x25 set screw inserter (part # 286735400/ lot #mf4153803) was received at us cq. The device¿s distal tip was mildly bent inward. The very tip of the inserter was slightly rounded. No other visual defects were identified with the device. Functional testing could not be performed due to a lack of relevant mating devices, however due to the observed damage, the overall complaint can be confirmed. The overall complaint was confirmed for the received viper2 x25 set screw inserter. Although no definitive root-cause can be determined its possible the device experienced unintended forces during use. It was mentioned that a high amount of force was applied to remove the implant which may have contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number mf4153803 was released in three batches. Batch1: lot were released on 20 jun 2016 with no discrepancies. (B)(4) was generated and deemed invalid with 31 devices being returned to vendor for weld imperfections. Batch2: lot were released on 02 sep 2016 with no discrepancies. Batch3: lot were released on 05 apr 2017 with no discrepancies. As a result, the ri identified no issues for batch # 2 and batch #3 during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Codes updated to imdrf codes. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.